Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 50mg/ml at 18.992mg/day and baclofen 350mcg/ml at 132.94mcg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome-other. The patient's pump was alarming. The patient's alarm date was (B)(6) 2016 and the patient started to the hear the alarm on (B)(6) 2016. The patient's primary care physician had been unable to find a healthcare provider to take care of the patient's pump. The patient had missed their scheduled refill as the managing healthcare provider was unavailable. Per the patient their primary care provider was concerned about the baclofen and that the patient could have seizures and such when the pump runs out. The patient stated they used to take baclofen orally and still had some.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.